Event description:
It was reported that on october 2nd a novasure procedure was performed and the doctor had trouble getting the array to expand beyond the red zone on the width dial of the device. Length set to 4.5cm. The doctor performed a hysteroscopy and noted cavity looked good. Reinserted the device again and achieved 2.4-2.5cm width. After seating again achieved a final width of 2.7cm. Paracervical block, did hysteroscopy, ecc, and then endometrial curettage. The cia test passed and ablation began. Procedure was completed in 1 min and 27 seconds. Used the fluent fluid management system to view the cavity with a final deficit of 10mls.on driving home the patient had rectal pressure like she had nausea and in 9/10 pain, vomited the ibuprofen she took. Later in the day, the patient presented post-op, after 24 hours stating vomiting and the sensation to defecate. The white count was a little elevated. Hemoglobin was stable. CT was unremarkable see reactive protein was negative. The patient is fine and was sent home. No additional information available.

Manufacturer narrative:
Di: (B)(4). Currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.